Event description:
The customer reported via phone call that the insulin pump had a broken piece and that they were experiencing high blood glucose. The customer's blood glucose was 23 mmol/l. The customer treated their blood glucose with a manual injection. Through troubleshooting, it was found that the damage to the insulin pump was at the reservoir compartment as well as a crack at the left of the screen. The customer further stated that the reservoir was loose in the compartment and that they had to use tape to keep it in place. The customer was unaware of how the damage occurred. The customer declined troubleshooting for high blood glucose. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return their insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.